Event description:
A healthcare professional reported they thought the implantable neurostimulator (ins) was not working. They thought the battery needed to be replaced. No patient symptoms were reported. The patient was scheduled to meet with a manufacturing representative. The patient's indication for use is parkinson's dual and movement disorders.

Event description:
Additional information received from the healthcare provider (hcp) reported that they are no longer the hcp to the patient as they had moved to another city, and their last office visit was on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.